Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate) was confirmed. Upon evaluation, the front response button had corroded contacts. The cause of the inability to activate the monitor are the corroded contacts. The root cause of the corroded contacts is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor response buttons were unable to activate the monitor.